Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the clip would not deploy. They used another of the same device to complete the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).